Manufacturer narrative:
(B)(6).

Event description:
It was reported that the anchor broke upon insertion. No patient injury was reported. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.